Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse effects, number one states, "particulate wear debris and discoloration from metallic and polyethylene components of joint implant may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis, or osteolysis may be a result of loosening of the implant. " adverse effect number two states, "early or late postoperative infection and allergic reaction". The bearing has dents, scratches, and wear marks on the superior surfaces of the bearing. The locking bar slot also shows deformation. Some of the deformations are consistent with removal damage, but the source of some of the damage can not be identified. The scratched articulating surfaces of the bearing are consistent with wear damage caused by foreign particle debris. Review of sterilization certification confirms devices were sterilized in accordance with (B)(4) . The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010, replacing the tibial bearing. Irrigation and debridement were performed; wear was noted on the bearing component.